Event description:
Per independent repair center statement, the unit was alarming or red light. The key failure manifold assembly leaking. Additional issues zip tie replaced, hose clamp replaced and pilot valve o ring.